Manufacturer narrative:
This report is submitted on september 25, 2023.

Manufacturer narrative:
This report is submitted on june 15, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to tip foldover. The patient was reimplanted with another cochlear implant during the same surgery.